Event description:
It was reported that impedances in the operating room were measured at above 40,000 ohms. Impedances taken on the multi-lead trialing cable were normal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed that, after multiple attempts to reseat the lead in the ins, the high impedances resolved and the procedure was completed. The patient was receiving therapy after the procedure.

Manufacturer narrative:
Lead: model unknown, lot# unknown, implanted: unknown, explanted: unknown. Accessory: model 3555-31, lot# unknown.